Event description:
New information received indicated that the patient's condition was good before, during, and after the procedure.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the right ventricular (rv) lead was explanted due to an unspecified issue and was replaced with a competitor's rv lead.